Event description:
It was reported a clearlink system continu-flo solution set appeared to have a hole in the tubing. It was further stated, "a small section that has a hole in it, that looks like it may be a small bite mark". The event occurred when the nurse removed the device from the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, a cut was observed in the tubing. The reported condition was verified. The cause of the condition was determined as an incorrect tubing placement as part of the coiling operation, leading the packaging machine to cut the tubing during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.